Manufacturer narrative:
Device evaluation: product testing could not be performed, because the product remains implanted in the patient's eye. A product quality deficiency could not be confirmed. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed, that no other complaints for this production order number have been received. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Patient information: unknown as information was not provided. Explanted date: not applicable, as the iol remains implanted in the patient's os. It was indicated that the iol is not being returned for evaluation as it remains implanted in the patient¿s os therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : iol remains implanted

Event description:
The intraocular lens (iol) was implanted in the patient's ocular sinister (left eye). Patient reported, shortly after the surgery, complaints of os being uncomfortable-irritating, sore, feels like she wore contact lenses too long. She uses artificial tears when needed. Patient reported uncomfortable feeling as same or better now. Patient can see the outline of the iol, which was noticed right after surgery. Near vision is poor and has difficulty working on the computer and reading. Results are not as expected. Distance vision is good, approximately 20/25. Os had cloudiness which was corrected by laser, cloudiness is now better. Through follow-up, additional information was received stating possible swelling of the retina. No further information is available. This report captures the iol in the patient's ocular sinister (left eye). A separate report will be filed for the patient's ocular dexter (right eye).